Manufacturer narrative:
Patient information not provided. UDI not provided. (B)(6). Manufacturer reference #: (B)(4).

Event description:
According to the reporting,during laparoscopic hemi hepatectomy, the surgeon tried to transect vessel however, the cartridge staple and knife partially fired. The bleeding was controlled by manual suture. There was no damage to the patient.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.